Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated/corrected updated: g4; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. It was reported patient fell. Without additional information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the pmi department that patient underwent left total hip arthroplasty on an unknown date. Subsequently, the patient has been indicated for a revision, however, a revision has not been reported. The sales rep has requested a specialty device due to patient has a medial wall fracture and unable to ambulate. Attempts have been made and additional information on the reported event is unavailable at this time.